Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that femoral bolt broke 8 years after being implanted. Broken part of bolt was removed on (B)(6) 2021. An hour of surgical delay was also reported. Doi: 2013. Dor: (B)(6) 2021. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed. Based on the product photographic evidence and x-rays received, the complaint is confirmed. It can be observed that the femoral adapter bolt is fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.